Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed multiple alarms that were linked to an over voltage protection circuit failure (error codes: 1117, 111d, 111b, 1127, 1118). There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed multiple alarms that were linked to an over voltage protection circuit failure. The customer reported that the error codes were seen when powering on the device. The rse recommended that the motor control (mc) board be replaced. If the issue is not resolved, the power management board may need to be replaced. The customer was provided with the part number for a replacement mc board.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the motor control board was replaced, and the error codes were cleared. The device was returned to service.